Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and verified the reported issue. The third party service agent will replace the device's main keypad assembly, and after observing proper device operation through functional and performance testing, the device will be returned to the customer for use. Based on the information available, physio-control has determined that it¿s reasonable to conclude that the likely cause of the reported issue was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. The event code was logged when the shock button was pressed. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device had logged an event code in the memory which is related to a potential issue of the device to deliver defibrillation energy. The event code was logged when the shock button was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 301587611/18/2019-001c is relevant to the reported issue.